Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that at around 8am, the patient had stomach pain, nausea, dizziness, and confusion. The patient drove herself to the emergency room (ER) for evaluation. At the ER, the patient¿s cgm was reading 126 mg/dl while the bg meter was reading 540 mg/dl. The patient was also wearing a tandem mobi insulin pump. The ER doctor asked the patient to calibrate her cgm device but after calibration the patient¿s cgm reading did not adjust to an expected value. Therefore, the patient was instructed to remove the sensor. The patient was diagnosed with dka and treated with potassium, sodium, and a ¿carbon dioxide pill¿. The patient also had unspecified blood work done. The patient was discharged after 5 days. No other patient or event details were available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.